Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown matrix screw 04.632.xxx.. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient had back pain and needed surgery on an unknown date. On an unknown date post-operatively the patient had more pain and claims the pain is caused by a matrix screw penetrating the pedicle. There was no further information provided on the patient¿s condition or outcome. This report is for one (1) unknown matrix screw 04.632.xxx. This report is 1 of 1 for (B)(4).